Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was not locking the cutter securely and the device was heating up due to damaged pawls. The device also failed pre-tests for cutter lock and temperature assessment. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during routine maintenance, it was observed that the motor device cutter lock was worn. During in-house engineering evaluation, it was determined that the device was not locking the cutter securely, the device was heating and the pawls were damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.